Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: unknown titanium 56 mm cup. Unknown 6.525 mm bone screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As per letter received from patient, "on (B)(6) 2018, I had a stryker titanium 56 mm cup 36 mm poly insert 6.525 mm bone screw, accolate 2 size femur 127 neck angle standard head 36 mm put into my left hip. [...] This was not the correct size, and for the next 14 months, I suffered unexplainable pain. Three times I went to the emergency room and received morphine to stop the pain. [...] On (B)(6) 2019, a size 60 titanium multi hole revision cup 46 f mdm liner 46 f mdm head with a +4 ceramic by locks head was implanted. For superior screws 1 inferior ischial screw was used. Explants: size 56 e cluster hole stryker cup with associated liner and 1 screw. I have thought and thought about a lawsuit, but I do not want to do that. Thought I would contact you and see if a settlement could be reached without a lawsuit. The surgery was done at (B)(6) regional hospital in (B)(6)."